Event description:
I was involved in phillips recalled dream station. 1. I received a dream station 2 as a replacement. This past week, there is an electrical burning smell when it is turned on. The smell is so foul I stopped using the machine. I reported it to phillips and they told me to get in contact to my supplier and ask them to look at it to see what's wrong. I asked them if I had to pay for that and the reply was, when they are done we will see what insurance covers! (So in short, what ever is wrong, either I'm paying out of pocket or the insurance I pay for, is paying for it.